Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead impedance was greater than upper limit. A remote transmission was received on (B)(6) 2019 that the lead exhibited noise oversensing which was interpreted as ventricular tachycardia. The high voltage therapy was aborted. The lead was reprogrammed, and the patient had a life vest placed. Lead revision was discussed.

Event description:
Related manufacturer reference number: 2938836-2019-04275. New information states that the was reported that the lead was explanted and replaced. The patient was stable.